Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and checked probe alignments, cleaned luminometer interior, and checked the aspirate probe rinse blocks. There were no system related issues found. The cause for the discordant is unknown, however a sample related issue cannot be ruled out. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on an advia centaur cp instrument and reported to the physician(s). The patient was transferred to a sister site (cath lab) for follow up, retested for tni-ultra on an alternate advia centaur cp system, resulting lower. The elevated tni-ultra result was then questioned by the physician(s). The original patient sample was repeated by the customer, and the tni-ultra result was lower. A new patient sample was drawn the next day for tni-ultra, resulting lower. The lower tni-ultra results agreed with the patient's clinical picture and reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (tni-ultra) result.